Manufacturer narrative:
The patient's ligaments have loosened and the joint feels loose to the patient. Revision surgery is schedule to implant thicker poly inserts in order to stabilize the knee. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The patient's ligaments have loosened and the joint feels loose to the patient. Revision surgery is schedule to implant thicker poly inserts in order to stabilize the knee.